Event description:
The initial reporter stated that the pump door latch was worn and would not latch well. They stated that because they were using an elastic band or tape to keep the door closed, they eventually tried to supplement with a bolus feeding. When they did that, the patient vomited and the parent stated they had to "do some CPR" to prevent aspiration. Mmd did follow up with the initial reporter, and they stated that patient "is doing fine now". No further information was provided despite multiple attempts to contact the initial reporter. [(B)(4)].

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd an investigation could not be completed. This report was filed due to the reported medical intervention and will be updated if the device is returned to mmd.